Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown the manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction?: no. Severity of harm: n/a. Site sample status: not received.

Event description:
Event verbatim [preferred term]. Pain and it burned his skin very badly [thermal burn], looks like a bullet hole [wound]. Narrative: this is a spontaneous report from a contactable consumer reporting for the husband. A male patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date at an unknown frequency for his hip. The patient's medical history and concomitant medications were not reported. The reporter stated " I have a complaint about your thermal care heatwraps. I bought it for my husband for his hip. Pain and it burned his skin very badly. Looks like a bullet hole. If y'all need a picture of his hip I have it and I have the receipt showing my purchase. Please get back to me on this matter". Action taken in response to the events for thermacare heatwrap was unknown. The event outcome was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown the manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Reasonably suggest device malfunction?: no. Severity of harm: n/a. Site sample status: not received. Follow-up (31jul2020): follow-up attempts are completed. No further information is expected. Follow-up (26aug2020): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts are completed. No further information is expected.

Event description:
Event verbatim [preferred term]. Pain and it burned his skin very badly [thermal burn], looks like a bullet hole [wound]. Narrative: this is a spontaneous report from a contactable consumer reporting for the husband. A male patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip), from an unspecified date at an unknown frequency for his hip. The patient medical history and concomitant medications were not reported. The reporter stated " I have a complaint about your thermal care heatwraps. I bought it for my husband for his hip. Pain and it burned his skin very badly. Looks like a bullet hole. If y'all need a picture of his hip I have it and I have the receipt showing my purchase. Please get back to me on this matter". The action taken in response to the events for thermacare heatwrap was unknown. The event outcome was unknown. Additional information has been requested and will be provided as it becomes available.